Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right atrial (ra) lead that led to inappropriate automatic mode switching. Technical support was contacted and suggested revision surgery since damage was suspected on the ra lead. Revision surgery was planned. The patient's condition was stable.

Event description:
It was reported that the lead was capped during a device change due to normal eri and replaced with a non-sjm lead. Additional information was requested but was not received.